Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Currently, the customer is on infusion drip. It was mentioned that the device was not available to troubleshoot at the time of call. It also was suspected that the customer had some possible flu response and some reaction to recent seafood consumption.